Event description:
It was reported that this pacemaker device battery longevity was dropping faster than expected. Review of device data by boston scientific engineering determined that the device was exhibiting an increase in battery power consumption more than anticipated due to high rate atrial sensing. The device was also noted to have the signal artifact monitoring (sam) software, which may also consume additional power. A boston scientific technical services agent provided guidance to the healthcare provider (hcp) to consider programming off the sam feature in order to reduce battery depletion. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this pacemaker device battery longevity was dropping faster than expected. Review of device data by boston scientific engineering determined that the device was exhibiting an increase in battery power consumption more than anticipated due to high-rate atrial sensing. The device was also noted to have the signal artifact monitoring (sam) software, which may also consume additional power. A boston scientific technical services agent provided guidance to the healthcare provider (hcp) to consider programming off the sam feature in order to reduce battery depletion. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced approximately four years later due to normal battery depletion after approximately 10 years of service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did meet longevity expectations. Device memory was reviewed, and no faults or errors were noted. It was also noted that the devices higher power consumption levels in the last year were commensurate with the occurrence of higher atrial sensing. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.